Manufacturer narrative:
A medtronic representative reported that the mobile view station (mvs) monitor went black after acquiring a 3d spin. The images were still able to be used and transferred to the stealth without any issues. The mvs display appeared normal after rebooting the system. A part shipment was created for a replacement mvs computer. There was no patient impact reported and there was no delay in surgery. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, it was found that the mvs would occasionally not boot completely. A review of the logs showed memory corruption in mvs computer. The medtronic representative replaced the mvs computer. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) monitor went black after acquiring a 3d spin. The images were still able to be used and transferred to the stealth without any issues. The mvs display appeared normal after rebooting the system. A part shipment was created for a replacement mvs computer. There was no patient impact reported and there was no delay in surgery. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.